Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated with a 3.0x15mm non-bsc balloon. The 3.5x20mm promus element plus stent was deployed in the proximal rca because the physician was unable to advance the device to the distal rca. The mid and distal rca where dilated again and an unknown stent was implanted in the mid rca because again the physician was unable to advance the device to the distal rca. The distal rca was dilated again with a 3.0x15mm non-bsc balloon. A new guide wire and guide catheter were inserted, 300cm and 190cm non-bsc guide wires were advanced using a buddy wire technique and attempted to cross with another non-bsc stent. During multiple attempts to cross the lesion with the non-bsc stent, the 3.5x20mm promus stent in the proximal rca was damaged. The damaged stent was dilated with a 3.75x15mm non-bsc balloon with good result. The procedure was concluded without additional intervention. No further patient complications were reported and the patient status is fine. The patient will return at a later time for further intervention at the most distal lesion.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).